Event description:
User received erroneous ise results to five patient samples starting about 2 weeks ago. Only the following patient example was provided: initial sodium gave 95; repeated twice giving 130 mmol per l each time. Initial potassium gave 3.6; repeated twice giving 3.6 and 4.9 mmol per l. Repeat results were reported, and patient not adversely affected.

Manufacturer narrative:
The field service representative determined the cause to be fluidic failure, ise tubing aging. He replaced all ise tubing, cleaned and inspected sampling system. Calibration, controls and check test precision were run.